Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 543 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer current blood glucose reading was 543 mg/dl. Customer blood glucose reading at the time of the incident was 380 mg/dl. Customer stated high blood glucose reading stared on (B)(6) 2017. Customer did not have symptom. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer parent treated the high blood glucose reading with manual injection. Customer stated the infusion set cannula was bent. Customer reported site is changed every 2/3 days. Customer was advised that the bent cannula can cause high blood glucose reading. Customer did not have any air bubbles and leaks. Customer did not want to continue troubleshooting for high blood glucose reading. Insulin pump will not be returning for analysis. Infusion set will be returning for analysis.